Event description:
It was reported that the rv lead was explanted due to loss of capture, high impedance of greater than 3000 ohms, oversensing, and an apparent lead fracture. Additionally, a lawsuit alleged the patient had two fractured leads, one of which gave her 11 inappropriate therapies. Both leads were replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: distal conductor fractured; full lead returned and analyzed. Other text : it was reported that the rv lead was explanted due to loss of capture, high impedance of greater than 3000 ohms, oversensing, and an apparent lead fracture. Additionally, a lawsuit alleged the patient had two fractured leads, one of which gave her 11 inappropriate therapies. Both leads were replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination lead conductor component/subassembly failure. Device was out of specification in a manner that relates to event capture, failure to impedance, high lead(s), fracture of oversensing shock, inappropriate.